Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: smooth round moderate profile mentor 325cc saline prosthesis, catalog # 3501650, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a smooth round moderate profile mentor 325cc saline prosthesis. On (B)(6) 2018, deflation was diagnosed visually. As a result, device explant is planned for (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the returned device on 6/21/2018. When the device was explanted, bilateral prosthesis replacement with mentor smooth round moderate profile 325cc saline prostheses was also performed. The investigation of the returned device was completed by the failure analysis lab on 7/4/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a smooth round moderate profile mentor 325cc saline prosthesis. On (B)(6) 2018, deflation was diagnosed visually. The device was received with no fluid. During initial inspection the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record ( DHR) of lot number 5923327 was reviewed on 4/17/218 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).